Manufacturer narrative:
The reporter states that the surgeon has 2 dynabunion patients ((B)(6)) undergoing evaluation for potential non-unions. The investigator contacted the surgeon to retrieve more information related to the alleged complaint and has not received a reply. Part numbers, lot numbers, and final prognosis is unknown at this time. No further information has been received at this time. It is unknown if patients experienced non-union; thus, the complaint has not been confirmed.

Event description:
The reporter states that the surgeon has 2 dynabunion patients ((B)(6)) undergoing evaluation for potential non-unions. The investigator contacted the surgeon to retrieve more information related to the alleged complaint and has not received a reply. Part numbers, lot numbers, and final prognosis is unknown at this time. No further information has been received at this time. It is unknown if patients experienced non-union; thus, the complaint has not been confirmed.